Manufacturer narrative:
Investigation summary: complaint of leaks on item 011-mc100 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
Event occurred regarding a microclave where it was reported that on two occasions, after connecting the plug to the venous catheter, the sealing did not occur, and blood leaked through it. The incident occurred during patient use; however, no harm to the patient resulted from this event. ICU medical complaint reference: (B)(4).